Manufacturer narrative:
The meter was returned. The meter was opened and a rubber part was not making the proper contact. The rubber part was removed, replaced and adjusted; afterwards, the issue was not solved and some display segments still failed. A customer risk from the reading of incorrect measured values can be excluded as no meaningful number is shown in the display.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a display issue on coaguchek xs meter with serial number (B)(4). The customer changed the batteries in the meter and afterwards the segments of the numbers where results are displayed were only partially displayed. No treatment was administered. No adverse event occurred. The device was requested for investigation.